Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose for nine days in november with blood glucose of 887 mg/dl. Customer reported that the up and down arrow buttons were harder to push which caused customer to enter incorrect information. Customer was treated in emergency room. The customer was treated with intravenous insulin. The insulin pump will not be returned for analysis.